Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the ins was removed and only a lead remained. The ins was removed on (B)(6) 2010. The hcp reported that the ins was removed due to ¿failed scs.¿ the hcp had no further information. No further complications were reported.